Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was using a tens unit at the time of the shock. Office testing was able to recreate the noise. There were stored episodes of false atrial fibrillation due to oversensing of noise. There was some railing in the electrograms. Technical services discussed some options. The physician will monitor the patient for now. There were no additional adverse patient effects. The system remains implanted.